Event description:
In addition, patient reported "neuropathic complaints," "eczema," "swollen lymph nodes," "cramps," "pain in the ribs/chest," "not able to breathe properly," and "tingling." Patient's neuropathic complaints, eczema, dyspnea, and sensation changes are unrelated to the breast implant. Patient reported being treated with antibiotics.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported the events of ¿ruptured¿, ¿joint problems in hands and feet¿, ¿headaches¿, ¿pain in neck", ¿extreme fatigue¿, ¿infections¿, and ¿almost no encapsulation¿ this pr relates to the left side. Breast implant was explanted. Patient's joint problems, headaches, neck pain, and fatigue are unrelated to the breast implant.